Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two patient experienced subcutaneous infection in revision and vacuum assisted closure. One patient experienced wound dehiscence which was on large wound area.